Manufacturer narrative:
The customer has stated the sample is available for evaluation, once the sample is received it will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA within thirty days of its conclusion via a follow up MDR.

Event description:
PICC line noted to be snapped/broken while in situ in the vein. It snapped at approx 10cm from the end of the catheter. The remaining PICC piece that was left in the patient was removed with the line intact.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: since we neither received the faulty sample nor an image showing the defect, no investigation of the sample is possible. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production. A two-year review of vygon USA complaints data shows five complaints for lot 23f014d: three related to leakage and two concerning snapped or fractured catheters. Of these, three complaints were reported by the same facility. Corrective action: due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. In addition, the catheter worked well for 27 days before the issue occurred, we do not believe this defect is manufacturing related.

Event description:
PICC line noted to be snapped/broken while in situ in the vein. It snapped at approx 10cm from the end of the catheter. The remaining PICC piece that was left in the patient was removed with the line intact.